Manufacturer narrative:
This is report 3 of 13 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was positive. A field corrective action in the form of an instrument software update was issued for this lot due to observations of a higher potential for false positive results. However, this false negative event does not meet the scope of the field corrective action and does not contribute to a significant deviation from the established performance characteristics of the product, therefore, no further action is deemed necessary at this time.

Event description:
This is report 3 of 13 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient.